Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the patient¿s onetouch veriopro meter read inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about 5 months prior to contacting lfs. It was reported the patient obtained blood glucose results ¿over 4¿ mg/dl with the subject meter. Specific results were not provided. It is not known how the patient manages his diabetes or if changes were made to his usual management routine. At an unspecified date/time, the patient reportedly visited his physician¿s office. The patient¿s blood glucose was tested at the physician¿s office; however, results obtained with the physician¿s meter were not provided. The reporter denied the patient developed symptoms due to the reported issue. No additional treatment was specified. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the reporter denied the patient developed symptoms. The patient did not receive medical treatment for an acute complication of diabetes. However, this complaint is being reported because the alleged inaccuracy remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (08/13/2013)-product evaluation: the patient¿s test strips were returned on 07/30/2013 and analysis completed on 08/07/2013 by lifescan product analysis. The reported complaint could not be confirmed. However, a secondary issue was observed. Error 4 message was observed when the test strips were analyzed using control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.